Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No data or product was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation but the investigation window does not reflect the alleged device. Confirmation of the reported event loss of connection could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it failed. The log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.